Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, the coil (subject device) was placed inside a catheter (non stryker), it got stuck and broke. The whole thing was pulled out. No clinical consequences to the patient was reported.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Because a definitive cause for the reported events could not be determined following review of available information and because the product was not returned, a cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the procedure, the coil (subject device) was placed inside a catheter (non stryker), it got stuck and broke. The whole thing was pulled out. No clinical consequences to the patient was reported.